Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient is receiving effective therapy.

Event description:
Related manufacturer reference number: 1627487-2019-07651, 1627487-2019-07653. It was reported that the patient experienced ineffective stimulation. The patient stated they previously were receiving bilateral stimulation from the system but was currently not receiving coverage from the right lead. Impedances were checked and were reported to be within normal range. X-rays were also taken and confirmed good lead placement. The patient was able to received coverage from the left lead. As a result, the patient underwent surgical intervention in which the right lead was left implanted in the patient but was disconnected from the ipg. The ipg was then replaced and three new leads were implanted.